Event description:
Reporter alleged obtaining a reading of 983 mg/dl at 12:03 am on the blood glucose monitoring device which is outside the reading range of the meter. Reporter stated having no high blood symptoms however retested after 4 minutes and device result was 390 mg/dl. Reporter stated feeling like meter was a reading higher than it should and took less than normal insulin to compensate for the results. Reporter also stated that when checking the device memory, she was able to find the 983 mg/dl reading. Reporter stated that meter read 97 mg/dl and retest of 102 mg/dl at 12:30 am. Reporter indicated feeling ok and did not seek medicaltreatment. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.